Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. At the time of the report with tandem technical support, customer had not taken action to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.